Manufacturer narrative:
(B)(4). The reported dissection is listed in the xience v instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that during the procedure in the left anterior descending artery, resistance was felt during advancement of the 2.75 x 23 xience v stent system.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Physical resistance when crossing a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately tortuous, which likely contributed to the physical resistance. It was reported that a dissection was observed after the stent was deployed. In this case, clinical research consultation determined that the dissection does not appear to be related to the reported physical resistance. It should be noted that the instructions for use states that implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). In this case, the physical resistance and additional therapy/ non-surgical treatment appear to be related to operational context of the procedure. Although a conclusive cause for the reported patient dissection, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure, in the left anterior descending artery, after deployment of the 2.75 x 23 xience v stent, a dissection occurred. Another xience 2.75 x 18 stent was deployed for treatment of the dissection. There was no significant clinical delay in the procedure and no adverse patient sequela. Though requested, no additional information was provided.